Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot # n4e1708y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a gastric sleeve procedure, during the stapling of the greater curvature of the stomach, when the reload was closed onto the tissue to position the device for firing, the device stopped functioning. The device displayed a handle error with a red circle and a line across and yellow caution sign atop. The handle was restarted, and the adapter was reconnected, but the issue remained. Another handle and shell were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the first photo contained a view of a handle in a clamshell. The handle was noted to be displaying the power handle error screen. The second photo contained a view of the handle serial number. Functionally, analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the powered stapler-handle/display was not responding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a power handle error (red circle with line). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.